Event description:
We have received additional information that indicates the surgeon needed to make an additional incision in order to remedy the product problem.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, only one side of the balloon inflated. The other side of the balloon would not inflate. There was no reported patient injury or adverse event.